Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the error message "ad conv" was displayed on the hl 20. The event occurred during a routine check. No harm to any person was reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error message "ad conv" indicates that the analogue digital memory is faulty. A getinge field service technician (fst) was sent for investigation and repair on 2025-03-18. The failure could be reproduced and the motor control board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected part was not made available for further investigation at the manufacturer. However the failure was assessed by the getinge life cycle engineering on 2023-09-14. The ad-conv error is caused by a failed adc test. This test is carried out in the control board by the microcontroller, where a signal generated in the motor control board is tested. Therefore the most probable root cause was determined as a defective component in the motor control board. The review of the non-conformities has been performed on 2025-03-07 for the period of 2016-11-30 to 2025-03-06. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-11-30. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message ad conv" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the chinese market on a significantly similar device to "vario twin, hl 20 4-pumps" , which is sold in the us under premarket submission number k943803 for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for vario twin, hl 20 4-pumps with catalog number 701043262.

Event description:
It was reported that the error message: "ad conv" was displayed on the hl 20. The event occurred during a routine check. No harm to any person was reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error message "ad conv" indicates that the analogue digital memory is faulty. Complaint ID (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available. This event occurred on the indian market on a significantly similar device to "vario twin, hl20", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, with catalog number 701043262, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.